Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic procedure for hemostasis in the upper gastrointestinal tract, the physician prepared a cook hemospray endoscopic hemostat. The physician reported that before the procedure they activated the device. During a test before introducing the catheter, it did not work. There was no gas. [Difficult-unable to spray subject of report] this occurred prior to use; there was no impact to the patient.

Manufacturer narrative:
Continued: section g: 510k: (B)(4) investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with this return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. Catheter #1: showed no evidence of use. Catheter #2: did not have powder within it but had a yellowish tint at the distal end. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A small amount of powder was observed within the nozzle, loose in the tray, and on the outside of the device. The device was tested as returned and did not spray as intended. The button made a slight creaking sound when pressed. The co2 cartridge did not discharge upon deactivation and was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The foam was correctly oriented and present within the handle. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, there was an initial "burst" of powder when switched on without the button being pressed, and the device did not spray again afterward. The handle was disassembled, and the tubes were disconnected for removal of any powder. Loose powder was present in the front tube connecting the on/off valve to the powder chamber and in the back tube connecting the powder chamber to the low pressure valve. The center cannula was clear and the small cannula in the powder chamber was shown to be clear when rotated and when the powder was emptied from the chamber. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled, and powder was present on the components inside. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was powder within the low-pressure valve. The cause of the powder in the low-pressure valve is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.